Event description:
On (B)(6) 2019, a replacement procedure of the subject pacemaker was performed. Since the patient was diagnosed with av block and the patient¿s spontaneous rhythm was not confirmed at a preoperative check, the pacemaker was set at vvi, 50min-1. The atrial lead was disconnected from the subject pacemaker and measurement was performed with a pacing system analyzer (psa). When alligator clips were attached to the atrial lead connector, ventricular pacing failure as well as cardiac arrest for a few seconds were observed before initiating atrial pacing. As the patient¿s spontaneous rhythm was confirmed, the physician continued the procedure without ventricular pacing. Atrial pacing was initiated and atrial threshold as well as atrial lead impedance were measured. The alligator clips were taken off from the atrial lead, but ventricular pacing was still not observed. The procedure was continued then and it was finished without problem.

Event description:
On (B)(6)2019 , a replacement procedure of the subject pacemaker was performed. Since the patient was diagnosed with av block and the patient¿s spontaneous rhythm was not confirmed at a preoperative check, the pacemaker was set at vvi, 50min-1. The atrial lead was disconnected from the subject pacemaker and measurement was performed with a pacing system analyzer (psa). When alligator clips were attached to the atrial lead connector, ventricular pacing failure as well as cardiac arrest for a few seconds were observed before initiating atrial pacing. As the patient¿s spontaneous rhythm was confirmed, the physician continued the procedure without ventricular pacing. Atrial pacing was initiated and atrial threshold as well as atrial lead impedance were measured. The alligator clips were taken off from the atrial lead, but ventricular pacing was still not observed. The procedure was continued then and it was finished without problem.

Manufacturer narrative:
Please refer to the attached analysis report.